Event description:
The facility rep reported a pump observed that failed to alarm during an occlusion. This event occurred during biomed testing. No pt injury or medical intervention was reported. No add'l info is available.

Manufacturer narrative:
Device has not been received for eval at this time. A f/u medwatch will be filed after the device has been received and evaluated.